Manufacturer narrative:
Seimens is investigating the issue.

Event description:
Three discordant, falsely elevated human chorionic gonadotropin results were obtained on an immulite 2000 xpi. The initial results were not reported. The sample was repeated three times on the same instrument. The final repeat result was reported, as the corrected result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated human chorionic gonadotropin results.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00047 on 06oct2020. Additional information (20oct2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Siemens did not find any sample or reagent level sense issues or instrument errors that would cause the elevated human chorionic gonadotropin (hcg) results. To troubleshoot, siemens recommended that the customer decontaminate the instrument and the water and probe wash bottles; check the pipetting positions, shutter, sample and reagent valve positions and the dual resolution diluter (drd) positions; and replace the sample and reagent probes, drd seals and the water and probe wash filters. Siemens concluded that the potential cause was the contamination of the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.